Event description:
It was reported that the percutaneous thrombolytic device (ptd) pretested without any issues, however, a few minutes into the thrombectomy the basket stopped. The clinician reported also that during rotation, the catheter cable was cut and as a result he decided to replace the ptd with a new one. The procedure was completed without any problems and there were no injuries or complications to the patient. A 5 minute delay was reported due to the lost power of the ptd. Add'l info received on (B)(6) 2010 from the distributor stated that the insertion site was the popliteal vein below the knee.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.